Event description:
The device was implanted via v-p shunt. Doi and the initial setting pressure are unknown. Since the patient¿s condition did not improve after implantation, the surgeon removed the device and replaced to 82-3164 on (B)(6) 2015 though the occlusion of the device was not confirmed through contrast radiography. The patient is currently being followed. The surgeon suspects the valve occlusion. Jjkk will provide the additional information as soon as we receive from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.